Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had an "false positive" error. Customer reported that they are receiving low positive on c. Diff, but other runs put it as negative. Field service was dispatched. Field service replaced the mux board on a side. Field service replaced #1 pump and tubing. Field service performed efc, pcr test, selftest, and calrack. Field service performed periodicity test and 5ch qual test. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct2133 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 05jun2021 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct2133 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during use of the the bd max¿ system, bd max¿ instrument, there were low false positive results for the max c.diff assay. Customer reruns low positive or unusual pcr curves. When run with another max instrument, results were negative. False results have were not reported and there has been no harm to patients.

Manufacturer narrative:
The information for 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there were low false positive results for the max c.diff assay. Customer reruns low positive or unusual pcr curves. When run with another max instrument, results were negative. False results have were not reported and there has been no harm to patients.